Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. Customer stated that he was having high blood glucose for two days, was as low as 380 mg/dl and as high as like 525 mg/dl. Customer stated that he went through 5 infusion sets before his 6th one worked, he kept getting insulin flow blocked and when he pulled them out they were all bent. Customer treated high blood glucose with manual injections. Customer does not have any product to replace, but wanted to 9 mm sets. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No unexpected insulin flow blocked alarm noted during testing.